Event description:
It was reported that an x-plate fractured around a single screw hole during screw insertion. It was noted that the screws were inserted multiple times, the caddy guide was not used, and screws were inserted free-handed into the construct. The fractured plate was removed, and another plate was implanted. There was no harm to the patient nor was there a significant delay to the procedure.

Manufacturer narrative:
A review of the complaint history for the valkyrie product family shows that there have been no prior complaints regarding plate fracturing during surgery. Furthermore, no patient injury was reported, and the surgeon was able to place a new implant. An investigation of the design history record of the affected lot was completed on 7/18/2023 and the device met all specifications. The returned device was recently received. If the results of a physical evaluation change the outputs of the investigation, then a revision to this narrative will be submitted.

Manufacturer narrative:
UDI related data quality updates only correct d4 content to match gudid.